Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for a downstream occlusion; the roller clamp on intravenous (IV) line was found to be nearly closed. This was observed during patient infusion on the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.